Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast altis mesh. Sex was always painful after implant. About one year after implant, began having constant aching and burning in pelvic area. Later, severe pain in pelvic pubic area lead to seeing urologist where it was discovered the mesh had mal-positioned, eroded into vaginal wall. Surgery to correct was performed and a portion of sling was removed. Since surgery, patient experiences more pelvic and vaginal pain, feels a tight band across vaginal canal, aching along pelvic bone into groin and right leg, severe pain when bladder seems to be full, nausea and night sweats.